Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump turns off at night. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated blood glucose with the insulin pump. This issue began (B)(6) 2017. The customer states on two occasions the insulin pump has turned off at night. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power loss alarm and power error 25 alarm are confirmed in the long trace file. Power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed power error 25 when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector at the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.